Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a broken front cover. The tank cover was cracked, and the line cord was faded with bent prongs.  The unit was also equipped with an outdated pcb and power switch. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (non-functioning lcd) was confirmed during testing. The product problem occurred because of a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the lcd on the device was not working. The device did not alarm to give an indication of this. There was no patient involvement.